Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that it is requesting calibration, it displays very high blood pressure. The fse evaluated the device on site and was not able to reproduce any problems. The device was no fault found. The device meets the specification for the performed service and is returned to use. Based on the information available and the testing conducted were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.